Manufacturer narrative:
Product not returned to manufacturer. Also additional information were asked about the implant holder used in the surgery ( ref and lot number were not communicated by the reporter). The review of the device history records and traceability of the implant did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information on the event were requested. Conclusion is not yet available. Investigation is in progress. Device not returned

Event description:
Roi-a : cage deconnection from implant-holder per-op. From information reported, the cage "came off the implant holder as we were implanting". Surgery was completed successfully with another implant (other size). The surgeon opted for the smaller size to stay away from the posterior canal no impact on patient. No images will be provided. Additional information was requested and investigation is in progress.

Event description:
Roi-a : cage disconnection from implant-holder perop. Based on the description provided , there was a disconnection of the cage roi-a from the implant holder . No patient impact occured and surgery was completed with another device of the same range . Additional informations were requested about the event and the instrument used during this surgery . No update received.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. The implant location is not known. No visual examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the possible cause for this event is a bad tightening or positioning of the cage on implant holder. However, for the lack of information received from the reporter and on the fact that the product was not returned for evaluation, this hypothesis could not be validated. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown with hypothesis of bad tightening/positioning of the cage. If additional informations were received that add a value on this case another report will be sent.

Manufacturer narrative:
Product not returned to manufacturer. No examination performed. Additional request were made about the inserter. According to the reporter, the inserter did'nt fully engaged into the first cage, thats why the surgeon continued the surgery with the same inserter, however with a smaller cage to avoid any potential issue with the inserter. No informations received on the inserter reference or lot number to review the device history records and the traceability. Additional information on the event were requested. Conclusion is not yet available. Investigation is in progress.